Event description:
Ventilator stopped working an hour before the case ended. This required the crna to hand ventilate the patient for the remainder of the procedure until he could be safely extubated.